Event description:
A cracked and unresponsive touchscreen on a pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no severe impact. The customer switched to using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.